Event description:
It was reported that the wake button was sticking. Additionally, it was reported an undefined vibration issue with the pump. Reportedly, the pump was reset to resolve the issue. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.